Event description:
Description: in a retail pharmacy setting a pt was refilling their bayer contour test strip #50. The refill was processed, filled, and dispensed. The pt later called stating the strips were not the right ones for her machine. The pt came back to the pharmacy and it was determined the pt received breeze 2 test strips #50 instead. The pt had no issues and the correct strips were dispensed to the pt. This was an error that could have been prevented by checking ndc's. Medication administered to or used by the pt: yes. Outcome: the pt had no issues and the correct strips were dispensed to the pt. Where did the error occur: community pharmacy. When and how was error discovered: the pt later called stating the strips were not the right ones for her machine. The pt came back to the pharmacy and it was determined the pt received breeze 2 test strips #50 instead. Level of staff who discovered the error: consumer/family member/caregiver. Pt counseling provided: unk. Reporter's recommendations: this was an error that could have been prevented by checking ndc's. Access number: (B)(4).